Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the jaw of the device did not open. Unk how case was completed. There were no adverse consequences for the pt. Add'l info is being requested inquiring if the device was locked on tissue and if so, how it was removed.